Manufacturer narrative:
Failure analysis is on going; additional information will be submitted once the quality investigation is completed.

Event description:
The core universal driver was sent for evaluation because it was running on its own without activation during a shoulder rotator cup repair procedure. The procedure was completed with a readily available alternate device without any clinically significant delay. No adverse event was associated with the device.